Event description:
An aneurx bifurcated stent graft and its components of unknown size were implanted for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. Aneurysm sizing and vessel morphology is unknown. It was reported that there was proximal migration of the stent graft, dislocation of two separate stent cuffs, and a 5mm increase in the aneurysm sac size. It is reported that there is a plan to insert a full stent graft through the lumen to locate above the indwelling device (a gore excluder). The date of this procedure is unknown. The patient's status is unknown. Further information from the user facility is pending at this time.

Event description:
Additional info received by medtronic ave has confirmed that MFR report number 2952368-2002-00051 is the same pt as MFR report number 2953738-2001-00109.